Event description:
Plantiff, alleges severe allergic reaction to latex. Plantiff alleges symptoms including tingling face, hives, red eyes, and runny nose, and other physical injuries as well as great despair and loss of enjoyment of life and must live her life in constant vigilance for the presence of latex products and is severly restricted in her life as to where she can go, and what she can do with her life. Plantiff, alleges loss of consortium.